Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.

Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The patient attempted to lower her bg levels by using an insulin pen, but her numbers continued to rise. It was noted that the adhesive looked like it was "bunched up" and "pushed-up underneath, creating a ridge" [sic]. When the pod was removed, it was reported that the cannula was "over to the side", indicating the component was bent. As treatment for her elevated bg levels, multiple correction boluses were delivered. The patient stated she has insulin absorption issues and always has additional insulin pens on hand.